Manufacturer narrative:
Product complaint # (B)(4). Initial reporter : customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint: the patient stated, "I contacted the patient via phone 02/10/2022. The patient has an right attune knee that was implanted (B)(6) 2020. Since that time, the patient has been experiencing, popping noises in the knee, pain, limited mobility, and states that the knee is loose, that he can move the patella all around and it is ¿not right¿. Revision scheduled for (B)(6) 2022. Doi: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device 151820035/9542821, and no non-conformances / manufacturing irregularities were identified.